Manufacturer narrative:
No product will be returned per customer. The customer declined to return the product for failure investigation. The root cause of this failure was not identified. Although requested, patient demographics not provided.

Event description:
The customer reported the leakage of drug when transferring erbitux (cetuximab) and pactiaxel from a texium needle-free syringe to the texium filter line. This happens to approximately 35% of the time over 5 years while erbitux bags they prepare in their pharmacy. There was no patient involvement or harm.